Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to a third-party service center and review of the error codes found on the device resulted in no ventilator inoperative error codes, but the device did fail a flow verification test step during testing. The blower and machine flow sensor were replaced due to findings of dust/dirt contamination.